Manufacturer narrative:
Film review: review of CT¿s and sizing worksheet 8-1/2 years post-implant confirmed that an aneurx stent graft system was implanted in the patient. The bifurcate was positioned in the sac ~4cm below the renal arteries within the angulated neck. The infrarenal neck was angulated ~80 deg a-p relative to the iliac limbs, and the suprarenal angulation was 50 deg p-a. The infrarenal flow lumen diameter measured ~19mm just below the renals, and 1cm lower was 26mm. The proximal stent graft od measured 26 x 30mm. The max diameter aaa measured 5.4cm and there was a proximal type I endoleak. The ipsi limb was positioned down into the mid-right common iliac artery, and the contra limb was within the distal left common iliac. Both limbs were well sealed distally and patent. No other stent graft issues were observed. The exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined from the films provided. Pre-implant films and earlier post-implant images were not available for review and comparison. It is possible that the conical neck and severely angulated neck may have contributed; this was possibly caused by disease progression.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. The current aortic neck measured approximately 19 mm in diameter. The current maximum diameter of the abdominal aortic aneurysm measured approximately 55 mm. It was reported that imaging done at approximately 8.5 years post implant showed that the bifurcated stent graft had migrated approximately 4 cm from the renal arteries and a type ia endoleak was identified. Per the physician, the cause of migration was unknown, however, the patient has a conical aortic neck that measured approximately 2 cm in length. It was noted that the patient had a stroke four years ago and is not in good health; as such, they have elected not to take any additional intervention. No additional clinical sequelae were reported and the patient is being monitored by their physician.